Event description:
It was reported that the patient presented in clinic with the pulse generator in backup vvi mode. The patient was brought in clinic as no magnet response could be obtained during the last remote follow-up. The patient was asymptomatic to the event. No troubleshooting could be performed as the device exhibited intermittent telemetry. No intervention was reported.

Event description:
New information noted that a decision was made by the physician and patient's family to take no action at this time.